Manufacturer narrative:
(B)(4). Batch #: r9570x. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator and resulted in a "replace handpiece" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a power to hand activation short circuit condition at the cable level, affecting the functionality of the handpiece. In addition the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected handpiece functionality. No conclusion could be reached as to what caused this issue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery the ¿replace handpiece¿ alert screen was displayed by the generator. Changed to another device to complete the surgery. There was no patient consequence reported.